Manufacturer narrative:
Describe event or problem, patient codes, device codes: updated. (B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02186, 2134265-2018-02188. (B)(6) clinical study. It was reported that the subject died. In (B)(6) 2017, the subject presented with stable angina (ccs classification- 1) and was referred for elective cardiac catheterization. Target lesion #1 was located in the distal left anterior descending artery (lad) with 85% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.25 x 16 mm study stent. Following post-dilatation, residual stenosis was to be 0%. Target lesion #2 was located in the proximal left circumflex artery (lcx) with 99% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with pre-dilatation and placement of 3.00 x 16 mm study stent with 0% residual stenosis. Target lesion #3 was located in the distal lcx with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. Target lesion #3 was treated with direct placement of 2.50 x 12 mm study stent with 0% residual stenosis. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject died. Per death certificate, immediate cause of death of subject was cardiac arrhythmia and underlying cause was coronary artery atherosclerosis. The other significant conditions contributed to the death of the subject were diabetic renal failure, peripheral vascular disease and congestive heart failure and autopsy was not performed.